Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they fell at a grocery store on (B)(6) 2017. She fell on her hip, backwards. She was rushed to the hospital, but they did not check the device. The patient started feeling burning sensation from the hip up to the middle of her spine. Her implantable neurostimulator (ins) is turned off. The patient has an appointment with her healthcare provider (hcp) on (B)(6). No further complications were reported. The indication for implant was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.